Event description:
The sensormedics representative reported that the 3100a ventilator did not meet a performance specification. The audible and visible alarms did not function while performing a demonstration. There was no pt involvement.